Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left hip was revised. A shell with 5 screws, mdm metal liner, and adm/ mdm poly insert were implanted.